Manufacturer narrative:
Bayer radiology product analysis reviewed the information and photograph that were provided, and identified the presence of a thin strand of hair of unknown etiology in the fluid path. Our investigation determined that the particulate noted in the syringe was most likely introduced during the component manufacturing, or assembly process. A 12 month review of complaint history determined the complaint rate to be (B)(4) complaints per million (cpm).

Event description:
The customer reported the following: a thin, hair-like foreign body of unknown etiology was seen in a solaris mr syringe barrel. The customer elected not to use the syringe. No injury, or adverse event was reported.